Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer stated their insulin pump prompted them to rewind or resume shortly after the alarm occurred. The customer was able to resolve the alarm by changing out their reservoir. Customer's blood glucose was 300 mg/dl at the time of the alarm. The customer was able to treat their blood glucose with a manual injection. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.